Event description:
The recipient reportedly experienced an infection, following chronic otitis media. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the electrode was severed prior to receipt as well as damage to the epoxy header region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical test performed. This device was explanted for medical reasons. This device passed all of the tests performed. This older device configuration is no longer manufactured. Advanced bionics considers the investigation into this reportable event as closed. The recipient's medical issue has reportedly resolved. This is the final report.